Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19dec2019.

Event description:
The customer reported that the ventilator produced the diagnostic code related to power on self-test 24 volt failure. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician reseated the power supply cables and the problem was resolved.